Event description:
Litigation papers allege physical injury, pain, disfigurement and elevated metal ion levels. Update rec'd (B)(4) 2015 - litigation papers received. There is no new additional information that would affect the outcome of the investigation. Update rec'd (B)(4) 2015 - der received for revision. Patient was revised due to recalled product and metal ions. We are adding the stem and sleeve for the ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.